Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cemented option stemmed tibial component size 3 catalog #: 00598603701 lot #: 63758205, nexgen option cemented femoral component size e left catalog #: 00576401551 lot #: 63784843, nexgen standard cemented all poly patella size 29mm catalog #: 00597206529 lot #: 63675322 g2 - report source - foreign: event occurred in the united kingdom the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2024-00020 3007963827-2024-00022 0001822565-2024-00297 0002648920-2024-00021 h3 other text : investigation incomplete.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address unknown complications approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was not returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.